Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 312 mg/dl. During troubleshooting with tandem's technical support, the luer lock connection to the infusion set was loose. The customer was able to tighten the connection. It was recommended to the customer to contact their health care provider to discuss elevated bg levels.